Event description:
Patient reported, left side rupture. Healthcare professional confirmed, left side rupture. Via MRI. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure creases, wear abrasion and non-penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side rupture. Healthcare professional confirmed left side rupture via MRI. The device has been explanted.

Event description:
Patient reported left side rupture. Healthcare professional confirmed left side rupture via MRI .the device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.